Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and kidney infection ("kidney infection") in a 43-year-old female patient (gravida 5) who had essure (batch no. 50701223, b21572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included recurrent abortion, gastric bypass, fasciitis plantar and infertility. Concurrent conditions included multi gravida. Concomitant products included duloxetine since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months after insertion of essure, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced anaemia ("anemia/blood disorder"). In october 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss") and depression ("depression"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2017, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced groin pain ("groin pain") and mental disorder ("mental disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), surgery (B)(6) 2017 full hysterectomy: right side coil removal.) And surgery (dilation and curettage.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, abortion spontaneous, kidney infection, anaemia and tooth disorder outcome was unknown, the pregnancy with contraceptive device and alopecia had resolved, the depression had not resolved and the pelvic pain, groin pain and mental disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anaemia, depression, device dislocation, groin pain, kidney infection, mental disorder, pelvic pain, perforation, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: the essure was located and grasped and brought out in a couple of pieces. The iud was not clearly visualized, therefore hysteroscope was moved and d and c was done. Tissue was removed and sent to pathology. There was some brisk bleeding and this responded with uterine massage, once the bleeding subsided, then essure was removed from the patient¿s vagina. The right essure device is well seated with complete occlusion. The left essure device is properly positioned within the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion of fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events alopecia, migraines, anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter and event outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and kidney infection ("kidney infection") in a 43-year-old female patient (gravida 5) who had essure (batch no. 50701223, b21572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included recurrent abortion, gastric bypass, fasciitis plantar and infertility. Concurrent conditions included multi gravida. Concomitant products included duloxetine since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months after insertion of essure, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced anaemia ("anemia/blood disorder"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss") and depression ("depression"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2017, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced groin pain ("groin pain") and mental disorder ("mental disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), surgery ((B)(6) 2017 full hysterectomy: right side coil removal.) And surgery (dilation and curettage.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, abortion spontaneous, kidney infection, anaemia and tooth disorder outcome was unknown, the pregnancy with contraceptive device and alopecia had resolved, the depression had not resolved and the pelvic pain, groin pain and mental disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anaemia, depression, device dislocation, groin pain, kidney infection, mental disorder, pelvic pain, perforation, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: the essure was located and grasped and brought out in a couple of pieces. The iud was not clearly visualized, therefore hysteroscope was moved and d and c was done. Tissue was removed and sent to pathology. There was some brisk bleeding and this responded with uterine massage, once the bleeding subsided, then essure was removed from the patient¿s vagina. The right essure device is well seated with complete occlusion. The left essure device is properly positioned within the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events alopecia, migraines, anemia. Batch number: 50701223 exp date:2015-11 man date:2012-11. Batch number: b21572 exp date:2016-07 man date:2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and kidney infection ("kidney infection") in a (B)(6) year-old female patient (gravida 5) who had essure (batch no. 50701223, b21572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage, gastric bypass, fasciitis plantar and infertility. Concurrent conditions included multi gravida. Concomitant products included duloxetine since 2008. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant) and alopecia ("hair loss"). On (B)(6) 2016, 3 years after insertion of essure, the patient experienced pelvic pain ("pain"). In (B)(6) 2017, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anaemia ("anemia"), groin pain ("groin pain") and mental disorder ("mental disorder"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), surgery ((B)(6) 2017 full hysterectomy: right side coil removal.) And surgery (dilation and curettage.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, abortion spontaneous, kidney infection, depression, anaemia and tooth disorder outcome was unknown, the pregnancy with contraceptive device and alopecia had resolved and the pelvic pain, groin pain and mental disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anaemia, depression, device dislocation, groin pain, kidney infection, mental disorder, pelvic pain, perforation, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: the essure was located and grasped and brought out in a couple of pieces. The iud was not clearly visualized, therefore hysteroscope was moved and d and c was done. Tissue was removed and sent to pathology. There was some brisk bleeding and this responded with uterine massage, once the bleeding subsided, then essure was removed from the patient¿s vagina diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion of fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events alopecia, migraines, anemia most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet received: all relevant medical history concurrent condition, concomitant medication, lot number were added. Mental disorder, groin pain, pelvic pain,tooth disorder, anaemia, depression, kidney infection were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the perforation, device dislocation, abortion spontaneous and alopecia outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, device dislocation, perforation and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.